Manufacturer narrative:
Ge service representative performed an on sit investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the printer was not printing, however, on the updated service record, the field engineer reported the system would not boot up. There is no report of injury or death associated with the event described in this complaint.